Event description:
Per the clinic, the patient experienced recurrent infections along the incision line which were successfully treated with oral and IV antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on june 16, 2022.